Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they had difficulty finding a comfortable setting for their implant. They mentioned that the battery causes a burning sensation on their skin when the stimulation was set too high. The patient stated that they lowered the stimulation to program 1, the lowest setting, but the discomfort has started to return. They explained that they had turned the stimulation up overnight because they were away from home and experiencing burning. They later adjusted it to a lower setting but are unsure of what else to do. The agent reviewed with the patient that they can continue exploring different program settings and advised them to follow up with their healthcare provider (hcp) if they do not see improvement or if the discomfort persists. The patient was redirected to their healthcare provider for further evaluation and assistance. Patient mentioned that nurse told them to make adjustments in order to find a program that feels ok for them.

Event description:
Additional information was received from a patient. They reported that they were "starting all over fresh" with titrating the stimulation to regain therapeutic benefit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were trying to get a hold of their nurse to come in and get the device programmed correctly. Patient reported they think the setting was too high because they feel it burns around the area of the implant, in their hip. Agent walked patient through decreasing the stimulation to 0.2. Patient has a follow up appointment with healthcare provider (hcp) in august.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.